Event description:
It was reported during a laparoscopic nissen fundoplication while using a 35lst trocar the gasket tore during the case causing insufflation and c02 to leak. Another tank of co2 was required later in the case causing a delay of the case. A new trocar was pulled to complete the case. There was no consequence to the pt.